Event description:
The surgeon inserted a aa4203tl toric silicone lens. The lens haptic tore during insertion into the eye. The lens was removed without enlarging the incision. No pt injury.

Manufacturer narrative:
H6: evaluation codes: results - (other): visual inspection of the returned product found one haptic deformed. There was evidence of clear surgical residue. Conclusions: no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event oculd not be determined. It should be noted that the injector and cartridge were not returned for